Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. A ntw (lot: 40403r2003) was chosen for implantation. During gripper orientation in the left atrium, the tactile gripper did not lower. Troubleshooting was not performed. The clip was removed and a replacement was used to complete the procedure. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.